Event description:
Strings coming apart - tampon [device breakage] case narrative: relative reported via phone that her sister said half the strings were coming apart. No injury reported.

Manufacturer narrative:
There is insufficient information to perform a product investigation.